Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump was received with corroded keypad traces and vibrator motor. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Event description:
Customer's wife reported that the insulin pump had been damaged by water. Customer's wife stated that the customer fell into a swimming pool while wearing his insulin pump. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.